Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. Subsequently, an occlusion alarm occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 240 mg/dl.